Event description:
It was reported that this patient presented at the hospital because their inflatable penile prosthesis was not working properly. They returned two weeks later for a revision procedure, during which a hole was found in the right cylinder. The right cylinder had reportedly not fit the patient so a larger cylinder was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned components underwent a thorough analysis. The inflatable penile prosthesis cylinders were visually and microscopically inspected, and leak tested. Both cylinders had wear at folds in the cylinder bodies. Inspection identified a hole at the corner of a fold which led to a small leak in the proximal cylinder body of the first cylinder. The other cylinder had a pinhole leak due to damage consistent with explant. Due to the leaks, neither cylinder was pressure tested. The cylinder lead identified during analysis was likely the cause of the clinical observations.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this patient presented at the hospital because their inflatable penile prosthesis was not working properly. They returned two weeks later for a revision procedure, during which a hole was found in the right cylinder. The right cylinder had reportedly not fit the patient so a larger cylinder was implanted. No patient complications were reported.